Event description:
It was reported that the user requested a factory reset for the ilet after engaging in maladaptive use behaviors, including announcing all meals as ¿less¿ and overtreating hypoglycemia, which led the adaptive dosing to increase to unsafe levels and prompted the user to remove the ilet and administer subcutaneous insulin by pen. Symptoms included episodes of low glucose requiring overtreatment. Outcomes included disruption of automated insulin therapy and the need for external insulin administration. Investigation included complaint handling, customer contact attempts, and plans for device setup support following a factory reset. Investigation of this case revealed user-related use pattern contributing to dosing adaptation rather than a confirmed device malfunction. It was concluded that the event was attributable to user behavior and that restoring default settings and education on appropriate meal announcements and hypoglycemia treatment should mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.